Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of the clip being difficult to be released from the catheter.

Event description:
It was reported to boston scientific corporation that a mantis clip device was used during an endoscopic mucosal resection (emr) procedure for malignant polyps in the gastrointestinal tract performed on (B)(6) 2025. During the procedure, one clip did not detach from the catheter during deployment. The physician proceeded to address the problem and successfully broke off the clip. The procedure was completed with the same device. There were no patient complications reported as a result of this event. No further information has been obtained despite good-faith efforts.